Event description:
It was reported that the driving shaft on swivelock started to fold over the anchor during insertion. The anchor was half inserted then the driver shaft folded over and the surgeon was forced to shave down half the anchor that was sitting proud in the calcaneal. Hard bone area prepared with 25mm tunnel and 4mm drill bit. The case was finished successfully and outcome was achieved but not according to the surgical technique. Follow-up information: the eyelet and half the anchor broke off and the surgeon used bone nibblers to remove the proud prominence of the anchor. Fragments were stuck in bone and the surgeon was satisfied with fixation there are no further information regarding the patients' actual condition.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.